Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a scheduled pulse generator change out procedure, the right atrial lead exhibited noise and low impedance. The lead remained implanted and the device was reprogrammed and the patient would continue to be monitored. No patient symptoms were reported.